Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endowrist one vessel sealer instrument involved with this complaint and completed investigations. Failure analysis investigation confirmed the customer reported failure mode (broken blade). No exposed blade was found during visual inspection and there was no damage to the grip assembly. The knife cable was manually advanced out from the garage track and it was discovered that the blade was detached and missing. The blade was not returned with the instrument. Review of the site's system log found that several incomplete cut logs followed by homing failures occurred, indicating the instrument could not be used. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted right hemi colectomy procedure, the blade on the endowrist one vessel sealer instrument broke off and fell into the patient. Per the information provided, the blade was retrieved laparoscopically from the patient.

Event description:
It was reported that during a da vinci assisted surgical procedure, it was observed that the endowrist one vessel sealer instrument was not cutting properly. The instrument's blade subsequently broke off and fell into the patient. The broken blade was retrieved from the patient. Events leading to breakage were not provided at the time of the initial complaint. On 09/03/2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) to obtain the following additional information: the csr indicated that he was present during the surgical procedure and the planned surgical procedure was a da vinci assisted right hemi colectomy procedure. After the surgeon had sealed the patient's omentum, it was noted that the instrument's cut functionality was working intermittently. There were no issues noted during the sealing cycle during use of the instrument. There was no tissue bunching in the jaws of the instrument and there were no warning or error messages during the cut cycle indicating that the instrument's blade was exposed. In an effort to resolve the issue, the site removed and reinstalled the instrument; however, the blade issue persisted. The surgeon used stapler surgical techniques during the surgical procedure; however, it was not observed that any staples were captured in the instrument's jaws when a piece of the blade broke off and fell into the patient. The instrument had been used for sealing approximately 15 times during the surgical procedure. The broken instrument piece was retrieved laparoscopically and the surgeon completed the procedure using a replacement endowrist one vessel sealer instrument. There was no harm to the patient.

Manufacturer narrative:
On 12/13/2016 intuitive surgical, inc. (Isi) performed additional investigation on the returned endowrist one vessel sealer instrument. Isi's investigation found that the instrument's blade broke due to mishandling/misuse. Based on the failure analysis investigation results, this medwatch report is being retracted since the failure mode was found to have been due to user mishandling/misuse and not due to a malfunction of the instrument.